Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noise, resulting in pacing inhibition of approximately two seconds on the right ventricular (rv) lead. Additionally, noise was observed on the stored right atrial automatic threshold (raat) test and right ventricular automatic threshold (rvat) test electrograms (egms), however, this was not sensed by the device. Right ventricular intrinsic amplitude was noted to be out of range. Further review was recommended by technical services (ts). No adverse patient effects were reported. This device system remains in service.